Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
In this event it is reported that a healing abutm.3.5/4.0-ø6.5,6mm fractured leading to implant removal. The screw fractured as well and removed.